Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that customer received no delivery alarm. The customer's blood glucose level was 153 mg/dl at the time of incident. Customer also stated they had tried all remedies. Troubleshooting was performed. Customer stated that the no delivery occurred while the pump was at rest, like in the middle of the night and when not in use. The device will be returned for analysis.